Event description:
The port came apart at the locking mechanism (port stem). The port had been inserted for several weeks prior to cominng apart where the catheter hooks on to the port. The pt had cardiac problems & they found a piece of the catheter had gone to the heart.

Manufacturer narrative:
The device history review showed nothing related to this incident.